Event description:
It was reported that during a da vinci-assisted gastric bypass surgical procedure, the customer noted that one of the universal surgical manipulators (usm) was sporadically moving. The customer clarified that the observed movement was the usm3 having vibrations when working. The customer stated that there were no issues on the usm4. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulators (usm). The system was tested and verified as ready for use. Isi has received the unit; however, failure analysis is still ongoing.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed, and fluid intrusion was confirmed and replicated. During visual inspection, fluid intrusion was found on the insertion switch assembly. The unit was tested on an in-house system in normal mode with no related errors. The unit was tested on a patient side cart fixture test platform (pftp) with no related errors. The complaint was confirmed based on failure analysis. A review of the site's system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to a contaminated insertion switch assembly due to a fluid intrusion in the usm.

Event description:
Refer to h11 for follow-up information.